Event description:
A customer contacted beckman coulter inc., (bci) regarding a troponin (accutni) result, above the ami cut off, generated by the access 2 immunoassay system for one patient's sample. The result was reported out of the lab. Upon repeat the result was within the risk stratification range. There were no reports of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The sample is lithium heparin plasma with a gel barrier that was centrifuged at 4,000rpm for 10 minutes. Qc was within the customer's established ranges prior to the event. After the event, qc was out of range high. Accutni calibration and a system check also failed. Hotline recommended the customer to install a new set of aspirate probes and repeat the system check. While doing this the customer noticed the aspirate probe in position #6 was not placed into the wash arm correctly and was "hanging up". The customer ensured the proper installation of a new set of aspirate probes and repeated the system check; which passed. Service was not dispatched for this event as troubleshooting with hotline corrected the issue. User error is the root cause for this event.